Event description:
It was reported that following a diagnostic cardiac catheterization with a 6 fr sheath, an angio-seal evolution device was deployed and hemostasis was achieved. The patient was sent to the pacu unit and recovered. The patient was sent home with a dry groin with good hemostasis. One to two days later, the patient developed pain, chills, and fever and was brought to the emergency room and put on antibiotics. Two to three days later, the patient did not improve much and a vascular surgeon was consulted. A vascular ultrasound was done and was highly suspicious for pseudoaneurysm. Antibiotics were given. Seven days later, surgery was performed on the groin and the vascular surgeons opened up the wound where femoral access was achieved. There was no presence of a hematoma or pseudoaneurysm, but a large subcutaneous abscess was observed. It appeared that the angio-seal device components were not in the artery but in the subcutaneous tissue and were removed. The patient was reported in good condition. The physician was in the training process for the angio-seal evolution with the st jude medical sales representative present.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the infection is uncertain. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instruct the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure, sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal devices instruction for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.